Event description:
Patient was implanted with two cortex screws on (B)(6) 2011. On an unknown post-op date, patient slipped and fell, hitting her knee on cement stairs. Examination of the patient after the fall revealed that the upper screw was broken. On (B)(6) 2011, patient returned to the or. The surgeon removed the broken fragment screw head, but was unable to retrieve the shaft of the broken screw. The shaft and the unbroken screw remained implanted. At this time, the surgeon also implanted three more cortex screws and three washers. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.